Manufacturer narrative:
The genomic dna sample was sent to grifols ih center for dna sequencing of lu exons 1-15 and klf exons 1-3. The sequencing results of lu gene were consistent with ID core xt results, genotype lu*b homozygous. In addition, the variant lu c.1615g>c was detected and it is described by isbt as the lu*02.19 allele associated with a normal expression of lu(b) antigen and au(b+) phenotype. The sequencing results of klf1 gene found a novel variant not previously reported in the literature, klf1c.973g>t. Heterozygous variants in klf1 are known to have a dominant suppressive effect. According to the serology result lu(a-b-) obtained by the customer, the conclusion of the sequencing analysis suggests that the klf1c.973g>t variant is associated with an in(lu) phenotype. This false positive result obtained by ID core xt due to the non-interrogated variant in klf1 is considered a discrepant result and then a malfunction. This limitation is covered by the general assay limitation described in the ID core xt package insert (limitation 1 and 10).

Manufacturer narrative:
The investigation is still on-going. No conclusion is available for this malfunction.

Event description:
The customer reported a possible discrepancy. The serological phenotype was lu(a-,b-) but when tested with ID core xt resulted phenotype was lub+.